Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as noted during a routine follow-up. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.